Event description:
It was reported by service report that the fowler will not stay lowered and when placed upright, it drifts down with pt weight. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Eval results code: fowler, set screw.